Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital contacted ge healthcare (gehc) regarding the reported complaint. Gehc recommended to the hospital to check the patient circuit for a leak, and verify the performance of the flow sensor. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a system leak and notified the user that only volume control ventilation was available. There was no reported patient injury.